Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ronchey et al 2018: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm antegrade recanalization from percutaneous brachial access and retrograde angioplasty and stenting were performed. Renal arteries (ras) protection devices were routinely used after the first four patients. Aorto-iliac self-expandable stents were deployed in all cases ronchey: off-label use: stenting took place through the struts of an aortic stent.

Event description:
Follow up is being submitted due to the completion of the investigation. Date of event has also being corrected to date of publication of journal.

Manufacturer narrative:
Device evaluation: the ziv device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0043-9) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of the user not reading or following the IFU was identified from the available information. From the information provided it is known that in two patients renal stenting was performed through the struts of aortic stents that had been placed in the patients. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.